Event description:
Physical therapist working with enduser and noticed the walker he has is wobbly, loose. She could not find a model number or lot number on the walker. She only found a label with dealer medstar on it. Referred her to dealer for resolution.